Event description:
It was reported by service report that the breakaway head section would not lock into position. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Trigger lock on breakaway head section.